Event description:
Information received from the field notes that the patient was in atrial fibrillation with intrinsic qrs. The device would not interrogate and a message was displayed to "position head". There was no response to magnet application while running an ECG.